Event description:
The doctor reported the implant was removed due to insufficient primary stability, however, it was also assessed in the aspect of osseointegration failure as the implant was explanted approximately 6 weeks after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Local infection around the implant placement area was reported during the implant removal surgery. The patient has since recovered.